Event description:
It was reported that "primary surgery was done in 2008 but pt suddenly heard clunking sound and got pain on knee approximately in 2009. Surgeon found out that pt's knee had hyperextension and m/l laxity, doubted as post fracture and conducted insert change."

Manufacturer narrative:
Investigation in process. No additional info to report at this time.